Manufacturer narrative:
(B)(4).

Event description:
(Os 109.950). The dentist reported that 3 months after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. Immediate load was not performed. Patient presented bone type I.